Event description:
It was reported via repair work order that the mechanism would not latch/lock and would swing back out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.